Event description:
Information was received from a healthcare facility via a manufacturer representative regarding an instrument used in an unknown spinal surgery. It was reported that the image becomes white. No further complications were reported/anticipated.

Manufacturer narrative:
G2: country of event is japan. H3: device evaluation summary: product analysis # (B)(4). During the inspection at the time of acceptance, the requested phenomenon (image becomes white) was confirmed, and it was confirmed that the outer tube had a dent, that the inner lens was broken, and that the light post was loose. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.